Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis manifested by feeling sick and abdominal pain coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake of touch contamination. On the same day as onset, the patient was given treatment for the peritonitis with an unspecified antibiotic which was discontinued the same day. On the same day, the patient began treatment for the peritonitis with vancomycin, (ip) intraperitoneally (2.5 mg, for nineteen days, frequency not reported). One day later, the patient began treatment for the peritonitis with gentamicin (ip, dose and frequency not reported). Eighteen days later, the treatment with gentamicin was discontinued. It was reported that when the patient finished the antibiotics, the patient experienced a relapse of the peritonitis event. Subsequently, twenty days after the initial onset, the patient was hospitalized for the peritonitis. On the same day as being admitted, the patient began another treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes of administration were not reported). One week later, the antibiotic treatment was discontinued and the patient was discharged from the hospital. At the time of discharge, it was believed by the reporter, that the peritonitis was resolved and the patient was recovered. On a future date, fifteen days after discharge, an analysis of the patient¿s pd effluent was scheduled to confirm that the patient was recovered from the event. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.